Manufacturer narrative:
Integra has completed their internal investigation on 02/12/2016. The device was not returned for evaluation. No lot number was provided for DHR review. Upon review of integra¿s complaint system from (B)(4). The condition ¿lumbar drain catheter had separated but not at the connection¿ could not be confirmed given that no complaint unit was returned for evaluation. Also, it is not clear where did the lumbar drain separate if not at the connection site (breakage was assumed in this investigation).

Event description:
The patient was being laid flat so that lumbar drain could be zeroed and ready for hourly draining. The patient was turned slightly to adjust the draw pad and it was noticed that the lumbar drain catheter had separated but not at the connection. The catheter was clamped with two hemostats. No cerebrospinal fluid (csf) was noted on the sheets. Patient's vital signs remained stable. The ICU team was notified. Additional information was received from the customer on 20jan2016 with the following: patient's underlying medical condition was unknown. As part of the procedure/surgery, the lumbar catheter was placed on (B)(6) 2015. It was unknown how the catheter was secured to the patient. The staff made sure the tubing that was attached to the catheter was not caught on the railing before turning the patient. It was unknown where the lumbar drain separated from if not at the connection site. The catheter was removed and not replaced. There was no injury to the patient. The catheter was not saved for evaluation. Linked to medwatch report# 2300460000-2015-8304.